Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited oversensing of noise leading to inappropriate mode switch, noise reversion, and false atrial fibrillation events. No device intervention was performed. The patient was stable.

Event description:
New information received notes that the right trial lead was capped and replaced in a procedure on (B)(6) 2020. The patient was stable.